Manufacturer narrative:
Concomitant medical products: product ID: 64001, serial#: unknown, product type: adapter. Product ID: a71100, serial#: unknown, product type: software. Product ID: 64001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during intra-operation there were impedance issues. The rep reported that the connectivity check showed ¿x¿. Technical services confirmed with the caller that the lead information was entered appropriately. The rep was outside of the or (operating room) and they indicated the healthcare provider (hcp) checked the system with the old ins and the lead was fine, however with the pocket adaptor in the new ins battery, the connection was not good. The rep confirmed that the device was inserted and tightened multiple times. The rep didn't have another pocket adaptor to try thus they opted to discuss with the healthcare provider (hcp) to finish the implant and revised the lead on a later date. The event occurred on (B)(6) 2020. No symptoms were reported. Additional information was received from the rep later the same day who stated that they wanted to discuss the quad lead connection to the ins. They noted that a colleague was currently having issues intra-operatively and had been texting them for help. During their conversation they stated that they received a message indicating that the case was aborted due to a defective pocket adapter. They evidently did get the rep on a conference call, who explained the connection check was bad and the impedance test was greater than 10,000 ohms with reference 0 only. The rep indicated that the initial insertion of the lead was in 8-15 slot of the ins, with unknown setup in the lead configuration. They were unable to troubleshoot exactly the cause of the issue, but they suspected that the lead configuration was not set correctly. The physician requested the patient¿s old ins be implanted back into the patient due to it still providing stimulation. Both the new ins and pocket adapter that was originally going to be implanted would be returned to the manufacture for analysis. The rep called back a third time the same day reporting that they did try inserting the lead into the other port, which technical services didn't ask the rep to do originally, and the rep stated that they had connection issues. The rep stated that the lead configuration was set appropriately, noting that the tablet setup for the lead configuration was strange since it sets it up initially as 12-15 and 4-7. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #251841335:analysis information -- (B)(6) 2020. 10:20:43 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was programmed incorrectly. Continuation of d11: product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory product ID 64001 lot# serial# unknown implanted: explanted: product type adapter product ID a71100 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.